Manufacturer narrative:
Ebr systems conducted follow-up with the reporting ebr representative to obtain responses to additional questions and gather further information regarding the reported event. As of 13-mar-2026, no additional information has been received. The subject devices remain implanted and will not be returned to ebr systems for evaluation; therefore, direct device analysis cannot be performed. The investigation will be conducted through review of available battery performance curves, programmer logs, and applicable lot history records (lhrs). Ebr systems will continue to monitor for any new information and will submit a supplemental report if additional details become available.

Manufacturer narrative:
The battery and transmitter were not returned to ebr for evaluation as both devices remain implanted in the patient. Therefore, visual inspection and functional testing of the devices could not be performed. Available programmer data was reviewed as part of the investigation. The last successful device interrogation occurred on 13-january-2025, at which time the programmer indicated a projected end of service (eos) in 2028 based on the energy-based algorithm and 2030 based on the voltage-based algorithm. At the event visit, attempts to interrogate the device were unsuccessful despite adherence to standard interrogation procedures, and no telemetry or diagnostic data could be obtained. Based on the historical energy consumption trend, the estimated remaining battery capacity on the reported event date of 23-february-2026 was approximately 26.7%, indicating that the device would not be expected to be at or near eos at that time. No follow-up interrogation data is available between 13-january-2025 and 23-february-2026, and therefore battery behavior and device performance during this interval could not be directly assessed. Manufacturing reviews, including lot history records, sterilization documentation, and vendor testing records for both the battery and transmitter lots, confirmed that the devices met all applicable acceptance criteria. No manufacturing discrepancies or nonconformances were identified that could be associated with the reported issue. Based on the available information, expected battery depletion alone does not appear sufficient to explain the inability to communicate with the device at the time of the event. The exact cause of the device nonresponsiveness could not be definitively determined.

Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
On february 23, 2026, it was reported that an attempt to interrogate the wise crt system failed, even though best practices were followed. The last successful interrogation occurred on (B)(6) 2025, at which time the device displayed a predicted end of service (eos) of 2028. It was observed during this visit that increasing the pulse width from 0.4 ms to 0.8 ms did not result in any changes to the morphology of the real-time 12-lead ECG. No adverse patient symptoms or clinical sequelae were reported in association with this event.